Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture, chest injury, granuloma, and autoimmune symptoms including fibrosis in lung, fibromyalgia, eyesight issues, issues with kidneys, and was sick (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with an unknown size unknown gel implants on both sides and experienced bilateral breast implant rupture, bilateral granuloma, and autoimmune symptoms including fibrosis in lung, fibromyalgia, eyesight issues, issues with kidneys, and was sick postoperatively. Patient reported that she tripped in pharmacy and fell, and that she experienced these symptoms before the accident. As a result, the patient underwent bilateral explantation and replacement with catalog number smpx755; serial number (B)(4) on the left side and with catalog number smpx755; serial number (B)(4) on the right side on (B)(6), 2019. This report is for the patient¿s right-sided device.